Event description:
It was reported that during unloading the cot out of the ambulance it was observed that the cot fell down on the floor. No pt was no the cot. Immediately they checked the cot and observed, that the spring of the green lever had disengaged. No pt or caregiver injury.